Event description:
Facility emergency medical technicians connected the device to a pt, described as in full arrest. Reportedly, the device displayed connect electrodes, and an analysis of pt electro-cardiogram could not be performed as a result. The pt was not resuscitated.